Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2016. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿the patient was old, spent most of time in bed, and the pd solution bag exchange was performed in the bedroom¿. On an unreported date, the patient was hospitalized for the peritonitis event. Treatment was not reported. On an unreported date, the patient was discharged. Action with pd therapy was not reported. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.